Manufacturer narrative:
(B)(4). Method: lens work order search lot number search. Results: visual inspection of the returned product found the cartridge tip is split and bent. The lens optic is torn. There was evidence of clear surgical residue ot product. A lens work order and lot number search was performed and no similar complaints were found within the same work order and lot number. Conclusion: based on the complaint history , work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used a 25.00 diopter cc4204a collamer aspheric one piece lens. The tech loaded the lens. The surgeon looked through the microscope and noticed cartridge tip was split while advancing just prior to insertion. There was no pt contact. There was a hairline crack on the tip of the cartridge. The surgeon requested a new lens and cartridge. The surgical tech enhanced the damage to the cartridge to remove the lens. The lens was damaged. Several cartridges were used after this incident from same lot number and they had no further incidents.